Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server the orders are not crossing over. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d assert details and section h device manufacture date upon investigation of the actual device used in this incident, it was determined that the order was not crossing to system. A technical support specialist rebooted the server and confirmed connectivity via carefusion coordination engine (cce) interface. Services were running and messages were processing. Initially had issues launching powershell, but powershell ise worked. Tss accessed logs and traced hl7 message for order. Encountered silverlight hurdle but progressed. Identified antivirus (av) blocking scripts and workaround applied. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server the orders are not crossing over.the customer stated that there was a delay in accessing medication to patient.there were no adverse events or injuries reported based on this incident.